Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during investigation, the keypad was observed to be peeling below the ok button. During testing, the pump powered on to a blank display with audio and vibratory tones. The button/keypad tactile changes were unable to be adequately investigated due to a blank display and moisture damage. There was moisture observed behind the display lens. A leak test was performed and failed indicating a pump case leak. The keypad cover was removed and there was no evidence of contamination or contact defects found. The pump case was removed and there was moisture corrosion found throughout the inside of the pump.